Event description:
The surgeon reported explanting a crystalens intraocular lens from the patient's eye due to the patient being dissatisfied with her vision. The date of the explant is unknown. The crystalens iol was replaced with a different iol. Additional information has been requested, but has not been received.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.